Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/06/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing mbrane was crushed, causing the pressure to become abnormally high and the patient's leg became swollen. This was discovered during use in a case. The surgeon stopped using the product and the irrigation was performed by (B)(4). Additional information requested to the rep.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.